Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4) implanted: (B)(6), product type: lead. Product ID: neu _ins_stimulator, serial#: unknown, implanted: (B)(6) 2018, product type: implantable neurostimulator. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 09-jun-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturer representative (rep) concerning patient with implantable neurostimulator (ins). The patient medical history included history of scs and htn. It was reported the patient had an ins replacement and the leads remained. They read impedances before the replacement and 3 were out of range, but the patient was not using. The patient was programmed post-operatively and they did not use the electrodes that were out of range. The 8-15 lead had electrodes out of range. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2010 product type lead product ID neu _ins_stimulator lot# serial# unknown implanted: (B)(6) 2018 product type implantable neurostimulator product ID 3778-60 lot# serial# (B)(4)implanted: (B)(6) 2010 product type lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on 2018-dec-20 reporting that the event was an elected surgery due to end of life. The ins would not be returned for analysis. The cause of the impedance issue was unknown. The patient was confirmed to be getting good stimulation. No further complications were reported.